Event description:
Nurse instructed by physician to fill bladder with indigo carmine + 180 ml sterile water. Nurse mistakenly put 180 ml of fluid and indigo carmine into balloon port of catheter, rather than bladder port. Noted that foley catheter was not draining properly after recovery from surgery. Nurse checked catheter, it fell out noted ruptured balloon of catheter.